Manufacturer narrative:
The device history records were reviewed and no non-conformances were identified. The investigation is ongoing, a supplemental report will be provided. Please note that the customer distal femur replacement implant is similar to the mets modular distal femur implant k121029.

Event description:
A report was received from the surgeon stating that a patient fractured the tibial component of their customer distal femur replacement implant whilst playing football during the (B)(6) of 2014. Surgeon reports that an aseptic loosening has now occurred and a revision procedure is required.